Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 5, 2016. The sample was returned for evaluation. Review of the device history records revealed no manufacturing issues. The returned sample was visually inspected. No deformations were found around the wiper. The function of the wiper was also tested after inserting a camera scope. The wiper was confirmed to touch the camera lens and function properly. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the wiper on the vsp550 device was loose. The slightest touch of the wiper causes it to move. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.